Manufacturer narrative:
Image review: five computed tomography (CT) images and 17 cine loops of the pre-implant balloon aortic valvuloplasty (bav) and implant procedure were provided for review of the event. The patient summary was not provided for anatomical review. According to imaging, the recommended valve size was chosen for the case. Imaging shows that the valve appeared not to get deployed in classical cusp overlap view (cov) (delivery catheter system (dcs) and catheter cannot be seen close to each other in ascending and descending aorta). If this was the case, the true valve depth on non-coronary cusp (ncc) cannot be assessed properly. Imaging suggests that the valve depth was closer to zero mm, rather than 1-2 mm, which could have facilitated the first dislodgement. Imaging clearly shows the under-expanded valve at a depth of 4-5 mm. The projection still appears more anterior-posterior than cov, therefore depth perception could be misleading. Also, imaging shows the guidewire still deep in the left ventricle (lv), possibly flush against the lv walls/apex. In this case, the lunderquist not being withdrawn, due to its stiffness, still exerts a strong upwards tension to the system. This in combination with the bicuspid valve anatomy and an under-expanded valve are likely reasons for the final valve dislodgement, which in turn resulted in the valve ending up in the ascending aorta. In the device instructions for use (IFU), under chapter 4, prosthetic valve migration/embolization, stroke (ischemic or hemorrhagic), transient ischemic attack (tia), or other n eurological deficits are listed as potential adverse events. Since the full anesthesia span transcatheter aortic valve implantation (tavi) and surgery, a stroke could not be diagnosed directly after the tavi. Based on the available information, both the tavi or the surgical intervention could have caused the stroke. In summary, the image review states that the patient anatomy and valve under-expansion are the probable cause for the final valve dislodgement. However, the cause for the valve under-expansion cannot be determined based on the image review. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that according to the physician, the probable cause of the stroke was the combination of the dislodged valve, the valve tangling in the ascending aorta and the conversion to surgery. Due to the general anesthesia, treatment for the stroke was not performed immediately but further diagnostics/treatment would be performed. The patient did not have a history of stroke.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the valve was explanted during the open heart surgery. A non-medtronic valve was implanted. The patient was noted to be awake and recovering. It was reported that per the physician, it seems the patient experienced a stroke.

Event description:
Medtronic received information that during implant of this 26 mm transcatheter bioprosthetic valve into a patient with a sievers type 1 bicuspid valve and dilated ascending aorta (50.1 mm), the valve was loaded by an experienced loader with no loading abnormalities noted. The access site was noted to be the right iliac artery. The native bicuspid valve was pre-dilated using a 20x60 mm vacs ii balloon. The delivery catheter system (dcs) was advanced via a lunderquist wire and the cusp overlap technique was used. The first attempt to deploy the valve was at an implant depth of 1-2 mm and dislodged due to the higher position. The valve was recaptured and repositioned to a depth of 4-5 mm. After the second deployment attempt it was reported that the valve was under-expanded. This caused the patient to become hemodynamically unstable with a blood pressure of 60/55 mmhg. The physician elected to completely release the valve. During the final deployment, the valve dislodged to a depth of 0 mm on the non-coronary cusp (ncc) and 2 mm on the left coronary cusp (lcc). Once the system was attempted to be withdrawn, the valve dislodged out of the annulus into the ascending aorta. The patient was hemodynamically stable and the coronary arteries were not occluded. The valve was free within the ascending aorta. The team made the decision to convert the patient to open heart surgery. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID l-evolutfx-2329 (lot: 0012013156); product type: compression loading system (cls)  product ID d-evolutfx-2329 (lot: 0012013169); product type: delivery catheter system (dcs)  medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5 - event description. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that an unknown time following the valve implant, the stroke was confirmed by neurological assessment. Slight hanging mouth on the left side was observed. It was unknown if the patient had any permanent impairment as result of the stroke, treatment provided or if the stroke resolved.

Manufacturer narrative:
Product analysis: the device was received in a heart valve return kit, inside its original packaging jar fully submerged in clear solution. All leaflets were flexible and intact. As received, all leaflets were in a closed position with gaps between the free margins. All commissures appeared intact. No damages were found on the frame. Acute host growth material was found on the outer valve skirt surface, inner lumen, and inflow surfaces of all leaflets. Due to the returned condition of the valve, conclusions regarding the acute host growth material cannot be made and a loading and deployment simulation could not be performed. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx delivery catheter system (dcs) product ID d-evolutfx-2329 serial/lot (B)(6) use by date 2025.10.25 UDI (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.